Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
The customer reported interference on the ECG when specific leads are plugged into the monitor. The device was in use on patient at time of event, there was an adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system does display interference with specific attachments to the system. The fse indicated the customer still uses original lead sets from the original install years ago. The customer did not isolate the lead sets after the event, and they were frequently switched around within the department. The fse confirmed that the components in question were not available for return testing, without the components in question available for testing the true cause of the customer's device issue.

Event description:
Philips received a complaint on the intellivue mp30 monitor indicating ECG interference when specific items are plugged in. The device was in use monitoring a patient at the time of the event. An adverse event involving a patient or user was reported.